Manufacturer narrative:
Manufacturing site information updated.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. In september 2015 (date unknown), no issue was observed during follow-up. In (B)(6) 2023 (date unknown), during follow-up, computer tomography imaging revealed a change of the shape in the proximal side of the trunk-ipsilateral leg endoprosthesis. In august 2023 (date unknown), follow-up computer tomography imaging revealed infolding at the proximal side of the trunk-ipsilateral leg endoprosthesis. The lumen was about 20% of its original size due to compression by something thrombus-like in the artery. On (B)(6), 2023, patient underwent reintervention. Balloon dilatation was performed, but the thrombus-like part was too hard and did not dilate well. Subsequently, an aortic extender endoprosthesis was implanted to expand the lumen. The lumen was not 100% expanded, but it improved to 40-50% from about 20%. Procedure was completed and the event is monitored. Reportedly, the patient proximal neck was highly angulated. The physician reportedly stated: there was no problem at the time of implantation of the trunk-ipsilateral leg endoprosthesis, and the postoperative follow-up. The aneurysm was originally 10 cm in diameter, and the diameter of the aortic aneurysm remained unchanged and no endoleak was observed. I suspect that postoperatively, a small dissection (sine) might have formed proximally and as blood flow entered the false lumen, it pushed the trunk-ipsilateral leg endoprosthesis.